Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2005 (B)(6); 7120 competitor implantable tachy lead - 2008 (B)(6); 4194 implantable pacing lead - 2008 (B)(6); (B)(4).

Event description:
It was reported that the lead was implanted after the use-before-date. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was implanted after the use-before-date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.